Manufacturer narrative:
Product analysis :visual and optical examination of fas bone screw confirm breakage approximately 6 threads from the base of the bone screw head. Visual and optical examination of the adjacent surfaces to the area of crack propagation do not identify a surface defect which could contribute to the foregoing fracture. Optical and microscopic examination reveals significant secondary (post-fracture) damage to the fracture surface. Undamaged areas of fracture surface display progressive convex striations and beach marks through the cross-sectional area of the bone screw, until subsequent mechanical failure. Dimensional examination of the major diameter verified conformance to print specification. The above observations are consistent with cyclic fatigue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected/ additional information.

Event description:
No patient complications were reported post revision surgery.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent an unspecified spinal procedure for stabilization of l4-l5. Post-op, the screw broke and the patient underwent a revision surgery. The distal parts of the screws remained inside the patient.